Event description:
A healthcare professional from a clinical study reported the patient needed to recharge the battery more frequently, battery was requiring more frequent recharging which was reported by the patient on (B)(6) 2015. The patient reported that she needed to recharge the stimulator more frequently secondary to suspected issue with implantable neurostimulator (ins). Actions included patient recharging more frequently. The outcome was unresolved with no further action planned. This was not related to implant procedure and was related to the device or therapy. The patient's indication for use is complex regional pain syndrome type ii and spinal pain. Relevant medical history included complex reg pain syndrome type ii and spinal pain

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.